Event description:
Reporter alleged obtaining discrepant blood glucose results of lo back to back with a result of 115 mg/dl when testing was performed 5 minutes apart o the active system. No actions or treatment reported. A request was made for the return of the suspect device and replacement product was sent.